Event description:
It was reported that no audio output occurred. The patient¿s cgm had not alerted when her glucose decreased. She lost consciousness from 8:00 pm to 12:30 am and spontaneously woke on her own. The patient self-treated with apple juice when she was able. Post- event, the patient experienced confusion and dry mouth. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.